Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported " I haven't been feeling well since my device was implanted, my heart has been beating really fast. Turns out that I now have an arrhythmia". The device rate response feature was adjusted. The device remains in use. No patient complications were reported as a result of this event.